Event description:
Per received medical records, the patient had a 23mm 3300tfx aortic valve implanted for 3 years, 7 months and 20 days underwent a valve-in-valve procedure due to bioprosthetic valve endocarditis, degeneration of bioprosthetic aortic valve, thickened leaflets and sclerotic with moderate-severe prosthetic stenosis . The patient presented three years and six months after the initial implant with mssa bacteremia , bioprosthetic endocarditis and was treated with antibiotics the tavr was performed with a 23mm 9750tfx valve. The patient discharged pod #1.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/condition. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. A supplemental MDR will be submitted when new information becomes available. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number: 2015691-2021-05714 for tmvr event/additional information related to this patient and event.

Event description:
Edwards received information a patient implanted with a 23mm 3300tfx aortic valve years, six (6) months, was worked up for possible valve-in-valve procedure due to severe aortic and mild insufficiency. The patient ended up undergoing mitral valve-in-valve procedure. The 23mm aortic valve was not replaced, and has not been scheduled at this time. Information received showed that a month prior to the mitral valve-in-valve procedure the patient was admitted with mssa bacteremia due to presumed uti. Patient also had inpatient renal failing and was started on dialysis. Tee showed showed mitral vegetation vs. Thrombus on the lad side of the mvl and aortic valve vegetation vs. Thrombus on the lv side of the avl. At time of valve-in-valve procedure it was confirmed there was no vegetation or thrombus on either valve.